Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an ablation interventional procedure with an 8f sheath. Reportedly, the foot became stuck in the patient. The device was removed with some force, which caused the loose knot/loop to also be removed from the vessel. After removal, it was noted that the foot remained open while the lever was closed. The patient also experienced a loss of pulse in the limb, which was treated via thrombectomy. Manual compression was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the information provided, the reported difficulties appear to be related to the operational context of the procedure. It is likely that an interaction with calcified patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Femoral imaging results noted calcification was present at the access site; therefore, it is likely the calcification contributed to the difficulty retracting the foot. The inability to close the foot likely contributed to the difficulty to remove the device. It is possible the inability to close the foot contributed to the reported patient effect. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.